Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/09/2014). The patient¿s meter has been returned on 8/25/2014 and evaluated by lifescan product analysis on 8/27/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultramini meter has a power issue. This complaint was classified based on the customer care advocate (cca) documentation. The power issue allegedly began on (B)(6) 2014. As a result of the power issue, the patient reportedly took less food/drink to manage her diabetes. Subsequently, the patient developed symptoms described as ¿heartburn and sweated a lot¿ approximately 3 hours later. There was no reported of any required treatment at the time of concern. The power issue was resolved training. The subject meter powers on with the insertion of the test strips and with the power button. This complaint is being reported because, the patient had symptoms that can be suggestive of hypoglycemia after the power issue began.